Event description:
It was reported that pump displayed malfunction alarm with code that required reset, and no events occurred before this issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction code without recurrence, and was advised to continue using pump and call back if problem returned.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.